Event description:
Customer reported a leak when using the coulter lh 780 hematology analyzer. The needle on the lh780 instrument was getting stuck inside the 5c quality control (qc) tubes and leaking blood. The volume of leak was 1 ml and was contained within the unit. The customer was wearing gloves, gown and goggles. There were no reported operator injuries. There were no reports of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found that the tube ram was not hitting the center of the stripper plate cap and the needle piercer air cylinder was sluggish. The stripper plate air cylinder was replaced. The needle piercer assembly that corrected the tube ram angle for proper needle piecing was replaced and adjusted. These actions addressed the leak and corrected the error condition for bed sensors. Identification of the failure mode: dysfunctional needle piercer assembly and tube ram. The instrument generated error condition for bed sensor will alert the operator to an instrument problem. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).